Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to urinary retention the patient had his artificial urinary sphincter (aus) 4.5 cm cuff removed and replaced with a 5.0 cm cuff. No additional patient complication were reported in relation to this event. Should additional information be received a supplemental report will be submitted.